Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. When the 3.0x20mm veriflex stent delivery system was removed from stent hoop, the physician observed a huge burr right in the middle of the stent. The stent was not used. The procedure was completed with another of the same device. There were no reported complications.

Manufacturer narrative:
(B)(4).